Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed: part returned in a mini grip without any labeling. The part number and lot number etched in the part are consistent with complaint documentation. The t-pal implant was checked for conformance to the specifications. All the features pertinent with the complaint condition have been inspected. The features re-inspected were found to be according to specification. In addition it is confirmed that these implants are checked per 100% using 3d inspection at the time of manufacturing and all parts of this batch number complied to the specifications. The review of the production history revealed that this implant was manufactured in november 2014 in accordance with all established requirements and with no nonconformities reported. Based on the inspection performed no product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the t-pal applicator did not release the implant in the patient. The surgeon was not able to disconnect it. The surgeon had to remove the implant and had to use a new implant and the second applicator. The surgery was successful; however, there was a 30-minute delay due to the reported event. The patient was not in danger according to the surgeon. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.